Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open and close. A field service engineer (fse) replaced a worn out slide bumper on the rail and reseated all cables on the back of the drawer. Further, the fse cleaned dust off the magnet in front of the open close sensor to ensure proper sensor reading. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 1 was jammed and would not open or close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.